Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information this patient presented after receiving a shock. When this device was interrogated an error code for a shorted lead was present. It was indicated the device and right ventricular (rv) lead would be explanted. Additionally, there was some confusion around the error code. Boston scientific technical services (ts) indicated this was likely a translation issue. Ts also reviewed the device data and indicated there were three error messages. Additionally, noise was observed on the rv lead. Fluoroscopy did not reveal any signs of a lead fracture. As a result, the device was explanted and the rv lead was surgically abandoned. No additional adverse patient effects were reported.